Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the label incorrectly identified what was inside of the packaging. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that there was no device issue, and that this issue has not been previously reported for causing a serious injury. The initial report was submitted in error and should be voided.